Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus medical systems (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that there was a problem with the examination lamp. On the next day, olympus staff visited the facility and found the examination light was very less for all eligible endoscopes. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus medical systems india (omsi). Omsi checked the subject device and found that the reported phenomenon was duplicated due to the failure of the led unit. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from omsi, omsc considered that the reported phenomenon was attributed to the deterioration of the led light source unit because over five years had passed from the subject device had been manufactured.